Event description:
It was reported that shaft break requiring intervention occurred. The target lesion was located in the non-calcified subclavian vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Inflation was performed two times at 20 atmospheres. However, during third inflation at 20 atmospheres, the shaft was detached proximal to the balloon part. A snare was used to capture the distal portion and device was removed successfully. The procedure was completed with this device. There were no patient complications reported.